Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was for the last 3 days the controller battery pack had failed. The controller comes on but wont charge the ins. Pt had put 2 aa batteries into the controller which turned the controller on. During call pt verified there was no damage to the controller battery compartment and no damage to the controller battery. Pt plugged controller into ac power supply without battery inserted and verified the controller turned on. Pt put the battery back into the controller and the controller was not charging. Pt received the message "battery low, recharge the controller." Additional information was received. It was reported that the patient (pt) received the controller replacement and when trying to finish the setup steps, they receive the battery empty, recharge the controller screen. The controller was still not charging from ac power- controller powers on with ac power supply and aa batteries. Pt then plugs the controller into ac power and the green light on the controller does not start to flash. Pt inspected the ac power supply and said it looked good. A li battery replacement was sent to the patient. The patient called back the next day as they received the li battery pack and the controller but was still having issues recharging the ins. The pt stated he is connected with excellent quality but he has only increased the ins charge by 10% in 1 hour; pt started at 50% with the controller at 100%. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4).h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed a software problem, "cannot continue, call medtronic" message, as well as fail t6030 (rms voltage at the h field probe). Device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.